Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, abdominal discomfort on october 15, 2018 with blood glucose level was above 500 mg/dl. Customer experienced symptoms such as nausea, vomiting, diarrhea. The customer was treated with insulin drip. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.